Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl. Customer's other blood glucose value was 441 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with intravenous drip and insulin pen. Customer was not using auto mode. Customer alleging insulin pump was under delivering. The reservoir will not be and insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).